Manufacturer narrative:
Initial 4 of 7. Name: tandem country: united states of america address ¿ line 1: 11045 roselle street address ¿ line 2: suite 200 city: san diego state, province or territory: ca post office or zip code: 92121. Based on the available information, this event is deemed to be serious injury to date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number: reporting site: 8021545, manufacturing site: 3003442380.

Event description:
It was reported that infusion set cannula was bent within three hours of insertion which led to hyperglycemia and treated with correction bolus using pump. The event occurred on 19-mar-2026.